Event description:
At approximately 0036 pt telemetry monitor failed to alarm for fast heart rate.what was the original intended procedure?telemetry monitoring.device #1is this a laboratory device or laboratory test?no.